Event description:
Additional information provided to abbott indicated that there were episodes of oversensing observed due to the noise on the device.

Event description:
It was reported that, during an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. The suspected cause of the noise was rv lead insulation damage, which was not confirmed with diagnostic imaging. Provocation testing was performed, and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was stable and will continue to be monitored.